Event description:
It was reported that the patient experienced shaking, diaphoresis, and hallucinations. The patient was then hospitalized. The patient was receiving lioresal (concentration and dose not reported) via the pump. The hcp tried to increase the dose and bolused the patient - both without a response. Via unspecified device troubleshooting (date not reported), it was determined that the catheter was disconnected at the proximal end that is bell-shaped and the loop on that part had eroded; the piece that snaps on the pump. There was a ring around the pump stem, and the catheter was lying in the pocket with drug going only into the pocket. The catheter was revised. The pump was then programmed to deliver lioresal (2,000 mcg/ml) at a rate of 300 mcg/day. The patient experienced no further symptoms after the catheter was revised.